Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was hospitalized with high blood glucose levels greater than 600 mg/dl and was diagnosed with diabetic ketoacidosis. The reporter stated that the patient was feeling fine prior to the event; the infusion site and set were changed and blood glucose levels started increasing. The reporter stated that there were no noted abnormalities with the site but the reporter stated that the site was not assessed for blood in cannula or tubing, leakage, or bent cannula. The site was changed again two hours later; no exogenous insulin was delivered. The patient was reportedly released from the hospital on injections and the patient started back onto pump therapy the following day. The reporter confirmed that the patient's blood glucose levels were within target range. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.